Event description:
A customer reported an alarm issue with the adc application in use with a samsung galaxy note s8 phone, os version 9, app version - 2.8.4.9335. Due to this, customer was not made aware of changing glucose levels and experienced a loss of consciousness, however indicated they were able to self-treat with food upon waking up. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Abbot diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to recreate the user complaint and was not able to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The exact date of event is unknown. The date entered in section b3 is per the customer's report of "end of (B)(6)." The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with a samsung galaxy note s8 phone, os version 9. Due to this, customer was not made aware of changing glucose levels and experienced a loss of consciousness, however indicated they were able to self-treat with food upon waking up. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.